Manufacturer narrative:
This is same event as regulatory report #: 1045254-2021-00264. If information is provided in the future, a supplemental report will be issued.

Event description:
A distributor reported that the handpiece was overheating and the bur wobbled intra-operatively. There was no patient impact. On follow-up, it was reported that no troubleshooting was done.